Event description:
Account reports approx a dozen incidents in which separation of the sleeve stopper occurs during removal of the needle lock device. Reporter stated device utilized in the "chemo area", however, there was no negative outcome to the pt.